Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the complaint was linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material in the air/water cylinder and tube, and plastic distal end cover . There was no patient involvement.